Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The initial reporter complained of high elecsys vitamin d ii assay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial vitamin d result was > 100 ng/ml with a repeat result of 8.72 ng/ml. The repeat result was from a different pack of the same lot of reagent. The vitamin d result of 8.72 ng/ml was reported outside of the laboratory. There was no allegation of an adverse event. The cobas e411 serial number was (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
The calibration and qc data were acceptable; and rule out a reagent issue. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.